Event description:
It was reported that the device was heating up during testing. There was no pt involvement and no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Based on the quality investigation, the entire device was corroded. A total rebuild of the device was performed and the device was returned to the customer.